Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would automatically power on when the battery is installed and then almost immediately, power off. After the device powers itself off, the device cannot be powered back on again. This was observed during testing and there was no pt use associated with the reported failure.